Manufacturer narrative:
(B)(4).

Event description:
A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was determined to be no communication - gap in logs - the transmitter and app were unable to establish a connection. No injury or medical intervention was reported. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and it failed due to no voltage. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause is no communication with gaps. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.